Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent successfully deployed in the lad. On the same day a dissection was noted during post dilatation and a non-medtronic stent was deployed in the 1st diagonal. Approximately 19 months post index procedure patient suffered a stroke which was treated with medication. Investigator indicated that the stroke was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection, cerebrovascular accident).